Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info has been requested and will be submitted within 30 days upon receipt.

Event description:
The notification received for the study indicated that approximately one year after the index procedure, the pt experienced a neurological event. Additional info was received that the event was related to anticoagulation. The recovery was unknown and the onset was unknown. The event did not occur during the index procedure. The neurological deficits were permanent, pta was performed on a lesion with 80% stenosis in the right common (bifurcation) carotid artery (r8) with occlusion in the contralateral side. The lesion length was 20.0mm. Total length of stented segment was 40.0mm. Qualitative lesion calcification and vessel tortuosity was not documented, however it was noted that the lesion was ulcerated. There was an arch type-I and the lesion was predilated. A distal protection device was deployed and one stent was implanted at its intended location. There was no stent malfunction reported. Thereafter attempts to retrieve the basket with the capturing sheath were made; however, the capture sheath would not engage the filter basket. Therefore, another embolic protection device was opened and its capture sheath used to successfully retrieve the device (see related sr). Medications administered pre and post procedure were aspirin and clopidogrel. There was no adverse consequence to the pt. The pt was discharged on the following day with aspirin and clopidogrel directed.